Event description:
It was reported that the ventilator stopped ventilating while on patient. Patient desaturated to 41%. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). Technical error code indicating a communication failure has been determined. The following printed circuit broads (pcbs) were replaced to resolve the generated technical error code: control pcb, monitoring pcb, ethernet switch pcb and expiratory channel pcb. After replacements of the pcbs and software reloaded, the ventilator passed all functional and safety tests was cleared for clinical use. The replaced pcbs were not returned for further investigation as they were discarded by the customer. The generated technical error code is a communication failure, subsystem panel has lost contact with subsystem monitoring. Values and curves may be lost from the screen. However, the ventilator will continue to ventilate with previous settings. Once an alarm has been triggered, it is not possible to make any further changes to the settings. Since no device logs were received and the replaced parts were not returned for further investigation, therefore the reported stop of ventilation could not be determined.